Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. It was noted the distal tip was detached from the catheter and was not returned with sample. The distal marker band was attached. No kinks, no anomalies noted to transducer handle or saline hub. The distal tip was examined under magnification and it was noticed the core wire was broken. The break was located approximately 0.5cm from the distal end. Therefore, based on the findings the investigation is confirmed for the reported detachment issue as it was noted that the core wire was broken. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2022),g3, h6 (method). H11: h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure of a calcified target lesion in the superficial femoral artery and chronic total occlusion below the knee via an ipsilateral antegrade approach, the distal tip of the device allegedly detached. It was further reported that additional intervention was required to recover the tip and the procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. . As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during a recanalization procedure of a calcified target lesion in the superficial femoral artery and chronic total occlusion below the knee via an ipsilateral antegrade approach, the distal tip of the device allegedly detached. It was further reported that additional intervention was required to recover the tip and the procedure was completed using another device. The current status of the patient is unknown.